Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.7, g.3, h.6.

Event description:
Healthcare professional also reported "creases" and the implant "has gotten softer and softer." Device has been explanted.